Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) was having a booting issue. There was an error initializing collimator message that came on the ias pendant. There was no patient involvement. The system was checked and it was found that the collimator mechanism was malfunctioning. The collimator mechanism was adjusted and calibrated which resolved the issue.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, serial/lot #: cm21441, ubd: , UDI#:. System servicing in the field found that the system functioned normally. The system passed the system checkout and was found to be fully functional. No hardware were returned for analysis. If information is provided in the future, a supplemental report will be issued.